Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home and conscious at the time of the event. It was reported that the patient's daughter witnessed the event. Review of download data surrounding the event indicates that the lifevest detected supraventricular tachycardia (svt) degrading to ventricular tachycardia (vt). The response buttons were pressed during vt which prevented the lifevest from delivering a treatment during the ventricular arrhythmia. The vt transitioned into svt at 155 bpm. The patient's daughter reported that the patient did not press the response buttons during the event. The lifevest detected severe bradycardia at 10 bpm at 01:51:40 and was shut down at 01:52:06 on (B)(6) 2016. Bradycardia is considered a non-treatable rhythm. The patient subsequently passed away.